Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the issue was determined to be lead migration. The steps taken were noted to be "lead removed. Set up for staged procedure." The hcp indicated that the issue has been resolved.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they received the implanted ins yesterday and it was a painful procedure, where patient said they screamed at the top of their lungs a couple of times. Patient said about midnight that evening/this morning they started experiencing pain and they hardly slept at all. Patient said they were experiencing a lot of currency in their body, where the ins was and when they had a bm they started feeling electricity on the sides of their stomach that went all the way down to their rectum area. Patient said they could feel it on both sides of their abdomen, all the way through to their tongue. They said they experienced a shocking pain that wasn't excrutiating but just very annoying and they could feel muscle spasms in their abdomen area, right side of their tongue, behind both of their butt cheeks and could feel an uncomfortable currency. Patient also said when they urinated they had a funny smell, very unusual smell like a fart smell and they felt like they could taste metal in their mouth. Patient said their whole body and their tongue was sore. Patient said they turned their ins off and are afraid to turn it back on. Patient said they called the doctor's office and they told them they'd call the patient back. Patient said they have an appointment with their managing hcp on (B)(6) 2023. Reviewed therapy options and reviewed keeping ins off until hearing back from doctor's office. Notified field staff of situation, as patient said they tried reaching out but said they didn't leave a message or notify them of this event.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown implanted: (B)(6)2023. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.